Event description:
It was reported that upon withdrawal of the ensite array catheter, it became stuck inside the femoral sheath which resulted in some femoral bleeding post procedure. To remove the catheter from the patient, the catheter/introducer assembly had to be removed together. There were no further adverse consequences to the patient. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.